Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; h2; h3; h6; h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: malfunction of the universal cord, the glass of the insertion section was slightly dirty. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reportable malfunction (alarm e226) was caused by component failure of universal cord and the probable cause of the malfunction found during device evaluation is traced to component failure of the distal end cover glass. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device had ¿alarm e226¿, during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.